Event description:
It was reported that the home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy on the homechoice (hc) device during use. During the troubleshooting, it was determined that the hp was connected to the hc before prime. The technical service representative advised the caregiver to start over with all new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This report ois for a use error. It was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.